Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 3 application, with an unknown phone with android 13 operating system, where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue via a webform was reported with the adc application in use with an unknown phone with android 13 operating system. Customer experienced a signal loss and was unable to obtain readings. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and seizure, however, no treatment was reported. Adc customer service attempted to follow up with the two times to gain additional details regarding this the event, however all follow up attempts were unsuccessful. No further information was provided. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23. There was no report of death or permanent injury associated with this event.